Event description:
It was reported that a pt was being treated with the biliblanket and received a cut on his leg, allegedly because there was dried adhesive where the cable and the pad are held together. The cut was treated with antibiotic ointment and has since healed. Although several attempts have been made to obtain additional details, including whether the protective cover was being used, no other info has been provided.